Event description:
It was reported to boston scientific corporation that a speed-band superview super 7 device was used during a band ligation procedure performed on a varicose vein in the esophagus on (B)(6) 2013. According to the complainant, the scope was introduced and the first band was deployed. A "click" did not sound, when the device handle was turned. The same issue occurred with the second band. The physician removed the suction and tried to remove the ligator head, however, the ligator head with the bands detached inside the patient. Reportedly, severe esophageal stenosis and the detached bands caused partial obstruction of the esophagus. Another scope was introduced, and forceps were used to remove the ligature unit, however, the bands had fallen off of the ligator head and remained in the esophagus. The procedure was aborted due to the event. The patient was transferred to the ICU for observation. Subsequently, the patient experienced dysphagia, and another endoscopy was done; showing that the bands were still in the esophagus. In addition, the endosocope could not pass through the lumen of the esophagus. On (B)(6) 2013, another gastroscopy using a pediatric gastroscope revealed that the bands had fallen off. In addition, the patient had edema and eschar with ulceration. The patient has been discharged home.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.